Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that diminished r waves were observed and oversensing was suspected during ventricular high rate episodes. The rv lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was undersensing. It was also noted that the pacing morphologies on the rv lead differed over time. The rv lead remains in use. No patient complications have been reported as a result of this event.